Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely pseudomonas infection. Reportedly, the skin over the implant was not intact at explantation surgery. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. This is a final report.

Event description:
Reportedly, 3 weeks ago the user got a pseudomonas infection which let to explantation of the device, as passive treatment showed little results. The user has been implanted on the contra-lateral side to ensure healing and no hearing downtime.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, 3 weeks ago the user got a pseudomonas infection which let to explantation of the device, as passive treatment showed little results. The user has been implanted on the contra-lateral side.